Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the light cover glasses adhesive was worn, the optical cover glass adhesive was worn, the distal end adhesive was worn, the control body aspiration and air / water housing colored rings were worn, the switch was worn, the light guide tube had delamination evident, the plug body production label was damaged, the up angle was strained, the down / left / right angles were not to specification, and play was evident on the up / down / right angles. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited contamination in the air / water channel. There were no reports of patient involvement.